Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during initial implant procedure, the left ventricular lead exhibited insulation break. The lead was not used. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.